Event description:
The sales rep reported the devices were used during low anterior resection. It was reported the surgeon, assisted by dr, was performing the low anterior resection and everything went well until the first stapler was fired. Upon firing, the customer reports a "misfire". Healthy tissue was cut and damaged and the staples did not close on the tissue. Another of the same device was opened and the same experience occurred. Used competitor product to complete the case and the pt lost approx 8cm healthy bowel. It may require colostomy. After the case, the surgeons opened a third device in the lounge and confirmed that they followed the proper steps to fire. The devices are being held by the hosp. It is not known if or when they will be returned to "ees."